Event description:
It was reported that the spinal cord stimulation (scs) patient reported charging difficulties. The patient underwent a procedure where the implantable pulse generator (ipg) was explanted. It was reported that electrocautery was used. The patient is doing well post operatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.